Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath, right common femoral artery). The deployment technique was unremarkable. The deployment was done at 11:38 am with onset of symptoms of ischemia at 12:05 pm. The pt was started on thrombolytic therapy, followed by a thrombectomy (via angiojet). Throbolytic therapy was continued on the following day, along with anti-coagulation medication and stenting to improve poor flow. The pt was discharged to home later in the week. In follow-up on 2-19-01, the pt complained of calf pain. Subsequently, the pt was reported to be doing fine.